Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, post-paced t-wave oversensing was observed. Programming changes were recommended. A few days later, it was reported that the patient was feeling a faint tapping every 6-10 beats. Muscle stimulation was suspected. Further testing was recommended. No further information is available.